Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced a temporary signal loss between an ilet pump and a dexcom g6 continuous glucose monitor (cgm) sensor, after which glucose readings resumed and no assistance was requested. No adverse clinical symptoms reported. Outcomes included no impact to health and no alarms reported. User support included user education and troubleshooting guidance completed over the call. Investigation of this case revealed no reproducible device malfunction or component failure and no identified responsible device. It was concluded, based on previously established findings for similar reports, that the cause was user-resolved connectivity interruption of undetermined origin.